Event description:
During service of product unit was found to have no led's or audible alarm due to transistor q3, q10, q12, and integrated circuit u10 on the motor board. Replaced q3, q10, q12 and u10.